Manufacturer narrative:
Summarized patient outcomes/complications of triclip deviec were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, prior cardiac surgery. Complications reported included heart failure, prolonged hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "malnutrition and outcomes in patients with tricuspid regurgitation undergoing transcatheter tricuspid valve repair" was reviewed. The article presented a retrospective multi center study, to evaluate the impact of malnutrition in patients with tricuspid regurgitation (tr) undergoing tricuspid transcatheter edge-to-edge repair (t-teer) is not well established. We evaluated the impact of malnutrition among patients with symptomatic tr undergoing t-teer. Devices mentioned include triclip, mitraclip, and a non-abbott device. The article concluded that in the large, real-world, multicentre eurotr registry, malnutrition was present in one out of five patients with symptomatic tr undergoing t-teer and was independently associated with increased mortality. The prognostic benefit of successful t-teer in reducing mortality was consistently observed in patients with and without malnutrition. [The primary author and corresponding author was marianna adamo at university of brescia institution with corresponding email mariannaadamo@hotmail.com]. The time frame of the study was march 2016 to february 2024. A total of 1034 patients were included in this study, of which 645 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, prior cardiac surgery. (B)(4), unk mitraclip. Peri- and post-procedural complications included heart failure, prolonged hospitalization, death. (B)(4), unk triclip. Peri- and post-procedural complications included heart failure, prolonged hospitalization, death.